Manufacturer narrative:
The catalog number and lot code were not identified in the article. The device was noted as stryker accolade standard offset. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported in bone joint j 2015;97-b:1024-30 on patient 11 in a study treated following metal-on-highly cross-linked polyethylene (mop) tha. Soft tissue lesions were noted on imaging and confirmed intra-operatively. Corrosion noted at the head-neck junction. Data recorded for patient 11: no perivascular lymphocytes; no lymphoid follicles; chronic inflammatory cell score 1; no perivascular neutrophils; zero total neutrophils; macrophage score 1; giant cell score 0; plasma cell score 1; eosinophil score 1; necrosis score 3; no necrotic debris surrounded by histiocytes; no granulomatous inflammation; metal particle score 0; bone chip score 1; synovial lining score 2; inflammatory infiltrate score 0; tissue organisation score 2; alval score 1.